Manufacturer narrative:
A total of five reports that molift concluded were the result of user failure to insert the mast fully into the base of the molift smart pt hoist were received by molift between 2007 and 2009. Molift group as previously reported one incident on form 3500a (form 3500a, MFR report # (B)(4), dated 03/18/2008). Upon investigation, in 2009, prior to the acquisition of molift by etac, molift undertook a voluntary field correction with the objective of reducing the risk of injury resulting from operator failure to spread the legs fully into the operator position and failure to insert the mast fully into the base. A field safety notice (molift fsn 01-09) was issued to known owners of the molift smart in the u.s. And other jurisdictions, along with a guidance label to be affixed to the hoist mast and an updated operator's manual. Etac has retrospectively reported the correction by molift to FDA (report no. 3004137175-2/15/13-002-c). Conclusion on behalf of molift: it would be our understanding that the column has been placed in the base while legs were closed, then lockdown handle would have been engaged, then legs opened. This would have resulted in that, the column would have stayed upright until weight was applied. This in turn would then pull column forward, as a result, the column would then collapse as the force would pull forward and disengage lock handle, allowing column and boom to move forward.

Event description:
The molift smart hoist was designed such that the legs must be spread fully before the mast can be fully inserted into the base and the locking handle pulled down to ensure stability of the hoist. If the mast is not alleged to drop into the base completely, the locking handle cannot be pulled down. The mast-boom of a hoist supplied to (B)(6) collapsed during pt transfer, resulting in the pt's being dropped onto the floor. The hoist was transferred by mobile care staff to the pt's home, assembled in the kitchen, and moved into a bedroom to transfer the pt from a bed to an armchair. While the pt was suspended, the hoist was moved away from the bed and struck an object on the floor, whereupon the mast dropped to the floor and the user fell to the floor. The user sustained injuries from the fall and died 3 days later in hospital. This incident was reported to the MFR, molifty, prior to its acquisition by etac. Upon investigation and inspection of the hoist in the (B)(6), molift concluded that operator failure to completely fit the mast into the base had caused the mast to become unstable. This conclusion was consistent with that of the (B)(6) and an injury inquest verdict that the death was caused by use of the hoist while it was incorrectly assembled.